Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. Based on the complaint information the issue appears to be user related. Namely the pump dose is being set at 400 ml, but the user is only adding 200 ml of formula. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump continues to pump after formula is gone. They stated that they set the patients dose to 400 ml and then add 200 ml of formula to the bag. Mmdg did follow up with the initial reporter, who stated that the patient did not experience any problems after the event. (B)(4)